Event description:
It was reported that the display adapter pcb failed and the system was unable to display live images, thus making the system unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The display adapter board was replaced during the service call. The system was tested and found to be working as intended and put back into service.